Event description:
It was reported during a left arm pta of a fistula that the balloon stuck in the sheath during removal. No patient injury was reported.

Manufacturer narrative:
Device history records were reviewed with special attention to raw materials, subassemblies, mfg process and qc testing. This lot met all release criteria. Received 1 dilation catheter and 1 8f arrow metal introducer with blue dilator inside and protruding from the distal end. A .035 inch guide wire was inserted with slight resistance exiting the distal tip of the catheter. With guide wire in place, the balloon was inflated. It was noted the balloon was half filled with fluid. The balloon was inflated and deflated to remove liquid and air inside. A vacuum was drawn and the tip material positioned to one side of the balloon; the balloon flattened to one wing only. With manipulation, the tip of the balloon could be centered. The balloon was immersed in a warm water bath and an attempt was made to introduce into 2 7f introducers with resistance met at the proximal cone. The balloon appeared stiff in this area. An attempt was made to introduce the balloon into an 8f introducer and was successful with much force, again because of the stiff proximal cone area. The balloon was inflated to 20atm (rated burst pressure), then deflated and removed with slight resistance. The balloon could not be introduced into the introducer that was returned with the sample due to resistance at approximately 36.3 cm. The investigation confirmed; root cause unknown. The excessive length of the introducer sheath may have contributed to the removal difficulty. Current IFU (information for use) instructions states: catheter withdrawal- once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter. Use a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.